Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed but not reproduced during product evaluation.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump had battery issues. This condition has the potential to cause an interruption of delivery. Patient involvement is unknown. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There was no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to be depleted main batteries as a result of use/user error. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5.